Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. An electrical continuity test failed. The yaw pulley showed no signs of arcing. Additional findings were the yaw pulley was missing a .465 x .059 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. There was also an indentation at the edge of the distal pulley and some scratches on the surface. Engineering concluded it was most likely mishandling. The instrument was also found with a frayed pitch cable at distal idler. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a wire was broken on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.